Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture, and the patient's heart rate was reportedly in the 40's. Fluoroscopy was performed and it appeared that the lead had not moved. However, microdislodgement of the lead was still suspected. The patient underwent a surgical intervention where this lead was repositioned. This rv lead remains in service. No adverse patient effects were reported.